Manufacturer narrative:
E1 - contact telephone number (B)(6). D4 - all product information is unspecified, therefore, UDI is not available. The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The customer reported that 4 events occurred on different dates in july 2025 involving unspecified chemolock adapter. It was reported that the locking pin of the bbraun infusion set separated from the chemolock adapter during administration. Employees have been made aware of the importance of careful connection. There was no reported patient harm. This report captures the occurrence on july 11, 2025.